Manufacturer narrative:
An event regarding damaged threads involving a mako inserter was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection confirmed the reported event. Medical records received and evaluation: no patient medical records were available for review. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been one other event for the lot referenced. Conclusions: the event was confirmed. Examination of the threads with a material analysis engineer confirmed that the threads fractured are consistent with overload. No further analysis is required. Product surveillance will continue to monitor for trends.

Event description:
The mako shell/liner impactor threads were stripped when the scrub tech was screwing on the ball tip.